Manufacturer narrative:
Sun, x.t. M.d and et al. (2011)."complications and outcome of tibial lengthening using the ilizarov menthod with or without a supplementary intramedullary nail". The journal of bone and joint surgery vol.93-b, no.6, (june 2011). Korean article. This report is for unknown im nail, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, sun, x.t. M.d and et al. (2011)."complications and outcome of tibial lengthening using the ilizarov menthod with or without a supplementary intramedullary nail". The journal of bone and joint surgery vol.93-b, no.6, (june 2011). Korean article. This article is a case study of complications and outcome of tibial leghtening using the ilizarov method with and without the use of an intramedullary nail. A retrospective case study was conducted on 176 patients with tibial lengthening from 2003-2008. The following complications occurred: knee contracture-limited range of motion, axial deviation , deep infection, equinus deformity, delayed consolidation/delayed fracture, prophylactic lesion nerve, peroneal nerve injury, ankle/knee laxity, fibular head subluxation. This is report 1 of 1 for (B)(4). This report is for an unknown im nail a copy of the literature article is being submitted with this medwatch. This report is for 1 device.